Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a wandering baseline and oversensing of noise that resulted in delivery of an inappropriate shock while the patient was sleeping. The sensing vector was noted to be programmed to primary. Shock impedance measurements were noted to be within normal limits at 92 ohms. It was noted that the patient gained a significant amount of weight, however, the specific patient weight was not provided. Technical services (ts) discussed potential device movement or sense b noise and discussed troubleshooting options. An x-ray was performed and showed the electrode was fully inserted into the device header and remained in the same position as implant. Further review of the x-ray noted that the device was rotated about 30 degrees from where it was at implant. Noise was initially unable to be reproduced, however, was able to be recreated in alternate and primary with twisting motions. Sense b noise was suspected. Some low level noise was observed in secondary with low r-wave signal amplitude measurements. The sensing vector was reprogrammed to secondary and monitoring will be continued. Additional information was received that review of recent remote interrogation data noted no further noise. No adverse patient effects were reported. This device remains in service. Despite multiple attempts to obtain additional information, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a wandering baseline and oversensing of noise that resulted in delivery of an inappropriate shock while the patient was sleeping. The sensing vector was noted to be programmed to primary. Shock impedance measurements were noted to be within normal limits at 92 ohms. It was noted that the patient gained a significant amount of weight, however, the specific patient weight was not provided. Technical services (ts) discussed potential device movement or sense b noise and discussed troubleshooting options. An x-ray was performed and showed the electrode was fully inserted into the device header and remained in the same position as implant. Further review of the x-ray noted that the device was rotated about 30 degrees from where it was at implant. Noise was initially unable to be reproduced, however, was able to be recreated in alternate and primary with twisting motions. Sense b noise was suspected. Some low level noise was observed in secondary with low r-wave signal amplitude measurements. The sensing vector was reprogrammed to secondary and monitoring will be continued. Additional information was received that review of recent remote interrogation data noted no further noise. No adverse patient effects were reported. This device remains in service. Despite multiple attempts to obtain additional information, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a wandering baseline and oversensing of noise that resulted in delivery of an inappropriate shock while the patient was sleeping. The sensing vector was noted to be programmed to primary. Shock impedance measurements were noted to be within normal limits at 92 ohms. It was noted that the patient gained a significant amount of weight, however, the specific patient weight was not provided. Technical services (ts) discussed potential device movement or sense b noise and discussed troubleshooting options. An x-ray was performed and showed the electrode was fully inserted into the device header and remained in the same position as implant. Further review of the x-ray noted that the device was rotated about 30 degrees from where it was at implant. Noise was initially unable to be reproduced, however, was able to be recreated in alternate and primary with twisting motions. Sense b noise was suspected. Some low level noise was observed in secondary with low r-wave signal amplitude measurements. The sensing vector was reprogrammed to secondary and monitoring will be continued. Additional information was received that review of recent remote interrogation data noted no further noise. No adverse patient effects were reported. This device remains in service. Despite multiple attempts to obtain additional information, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.